Event description:
It was reported that the temperature sensing catheter sensing function was not working very long, and also the tubing was coming in kinked right at where it connects to the urine meter.

Manufacturer narrative:
The reported event is confirmed however the cause was unknown. No physical sample was returned; however, a photo sample was provided. Visual evaluation of the photo sample noted the inlet tubing on the used drainage bag was kinked/warped where it attaches to the urine meter. This appears to be out of specification per inspection procedure which states, "any kinks in drainage tube which reduce the i.d more than 25% are not permitted." Although a specific cause cannot be determined, based on the risk document a potential root cause for this failure could be ¿incorrect assembly operation/ components placement / accessories." The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." "Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking" "use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked" correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the customer was experiencing two issues with the temperature sensing catheter, which was not working very long and also the tubing was coming in kinked right at where it connects to the urine meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.